Event description:
Coaxial umbilical connection cable missing rubber seal and had to be replaced. Would not allow catheter recognition. Turned on cryoablation machine. Catheter started cooling then stopped with an error message that indicated that the refrigerant level was high. Turned the machine on to try again. Catheter started cooling and then stopped with the same error code. Switched out the coaxial umbilical tubing and everything worked well. Note: we tried to cryo again and changed out this cable because the manufacturer has had a problem with the cable in the near/distant past. This is our second coaxial cable used on this ablation. The cryo machine is working but taking 40 seconds to cool, which usually takes around 20 seconds. After several burns, we got the high refrigerant message and switched cables. Manufacturer response for coaxial umbilical, (per site reporter). I have called medtronic both yesterday and today. They have transferred me 4 times. I have been on hold for over an hour. Finally the last person put me on hold and then disconnected the call. Update: company representative just now called me saying he would accept the return for these 3 devices.